Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. A supply change was performed resolving the occlusions. Customer experienced an elevated blood glucose (bg) level of was between 300-600 mg/dl. Bg was addressed via manual injections.